Event description:
Reportedly, pt expired after an implant date of 2007 due to unk reasons. Unk if pt's death is device related. Date of pt's death is unk. Information received on 12/6/2007: per sales rep's email, sales rep was unable to get any information about the pt's death.

Manufacturer narrative:
Device not returned.